Event description:
On 06/17/1998 following a percutaneous transluminal coronary angiogram procedure, an angio-seal device was placed. Hemostasis was not achieved, and a femostop device was used with control of the bleeding. On 06/26/1998 the patient was diagnosed as having a pseudoaneurysm in the left groin. The patient underwent a vascular consult, and later was taken to surgery where a large anterior hole was identified in the common femoral artery with a pseudoaneurysm cavity in front of the vessel. The vessel was repaired and the angio-seal device removed. The operation results were excellent with retention of the patient's pulses. As of 09/08/1998 there has been no further report to the manufacturer of complication or patient sequelae.